Event description:
It was reported that the blood glucose level was around 400 mg/dl while wearing the pod between 25 and 36 hours on the arm. As treatment, the patient administered 4 units of insulin.

Manufacturer narrative:
The device was returned and evaluated. The exposed portion of soft cannula was observed to be damaged. Fluid was still able to flow through the entire fluid path and did not leak during investigation. No timeouts or drive stalls were seen in the download data. It could not be conclusively determined when or how this damage occurred.